Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent charger failed error at boot up. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.